Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with syringe and insulin pump. The customer experienced symptoms such as nausea,vomiting,abdominal pain and difficulty breathing. The customer stated that insulin pump had crack at the battery compartment. The insulin pump will be returned for analysis.